Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. The native aortic valve annulus was measured to be 24mm. Around (B)(6) 2020, the patient began to experience palpations, and mild to moderate aortic regurgitation was observed. After monitoring, the condition progressed due to severe regurgitation around (B)(6) 2023. In (B)(6) 2024, the plan was made for reoperation. The patient was experiencing heart failure due to severe regurgitation and structural valve deterioration. On (B)(6) 2024, the valve was explanted and replaced with a 23mm non-abbott valve. A laceration on the explanted valve was noted, which extended from the left coronary cusp (lcc)/right coronary cusp (rcc) stent post to the lcc side. The patient status was reported as stable.

Manufacturer narrative:
An event of torn cusp, central regurgitation, and structural valve deterioration was reported. The device was returned to abbott for investigation and it was observed that one of the leaflets was torn. The sewing cuff was intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported event could not be conclusively determined. Per case detail, heart failure due to severe regurgitation and structural valve deterioration. The reported hospitalization and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt final package - wr was implanted in a patient. Around on (B)(6) 2020, palpitations began to occur, and mild to moderate regurgitation was observed. After monitoring, the condition progressed due to severe regurgitation around on (B)(6) 2023. During a regular check-up on (B)(6) 2024, the laceration has extended from the left coronary cusp (lcc) to the right coronary cusp (rcc) stent post. A plan for re-operation was made and on device was explanted on (B)(6) 2024 due to a laceration. The patient is stable.